Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the calcified and severely tortuous right common iliac and external common iliac artery. This 4.0x20/135 (4f) sterling, mr balloon catheter was selected for pre-dilation and upon the 1st inflation at 6atms there was a pinhole rupture. The procedure was continued with another sterling balloon catheter. No patient complications were reported and the patient's status is good.